Manufacturer narrative:
PMA/510(k) # p200023. Device evaluation: the zilver vena venous device of rpn unknown and lot number unknown involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all zilver vena venous devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. IFU/label review: the instructions for use (ifu0091), which accompanies this device, states the following: ¿the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction¿. It also states ¿determine the proper stent size after complete diagnostic evaluation. Note: selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration¿. It also notes that stent migration is a potential adverse event of this device. There is evidence to suggest that the customer did not follow the instructions for use image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: a zilver vena stent migrated to the right heart eventually requiring surgical removal, from which the patient unfortunately expired due to complications of this surgery. Unfortunately, the complaint report leaves several key parts of this case unanswered, but deducting these components from the submitted images can at least be used to develop several working hypothesizes. First and foremost, there was only a passing comment where the zilver vena was originally deployed, one comment references the iliac vein, but when describing the procedure, the location is not specified. As the patient appears to be a chronic dialysis patient, with other stents in the right brachiocephalic and svc, it can be assumed the patient has had issues with recurrent or chronic central venous occlusions, and from this, the zilver vena may have also been deployed in the svc. The zilver vena is not approved for deployment outside of the iliofemoral region, so this would be considered off-label use. The complaint report does emphasize that the deploying physician did not use ivus to appropriately size the stent, instead only ¿eyeballing¿ the size, attempting to overestimate by approximately 20%. This technique is not advisable in the venous system, as veins are extremely capacious, and the lumen diameter can vary widely depending on many intrinsic and extrinsic factors. This variability, especially if not taken into consideration when sizing the stent, can result in undersizing the stent, which increases the risk of migration. In this case, this argument could easily be made that the stent was undersized resulting in the observed migration, if deployed in the iliac vein or svc. However, another theory could also be entertained if the stent was deployed in the svc or iliac vein. The first fluoroscopic image demonstrated a dialysis catheter inserted through the other svc stent, and unfortunately no images prior to placement of the dialysis catheter were submitted. It is possible that if patient had a device manipulated through the svc, that the act of pushing a device, such as dialysis catheter, through the svc could have inadvertently dislodged a stent resulting in the migration. This same theory could hold true if patient had a femoral dialysis catheter placed, which is usually placed without fluoroscopic guidance so the operator may not have been aware patient had a stent in place while advancing the catheter through the iliac vein. Unfortunately, with the information provided thus far, the leading hypothesis would be undersizing the stent resulting in the migration. However, depending on the timing of interventions/dialysis catheter placements, this should also be considered as a potential cause. Either theory is not related to the zilver vena stent failure, but rather operator error. Having the actual placement images would be helpful, as would a better understanding if any additional procedures were performed after the initial stent placement but before the stent migration was documented. Root cause review a definitive root cause of off label use was determined from the information available. In the initial submission of the report, it was stated that the device was placed in the iliac vein. The image review suggested that the device may have been deployed in the superior vena cava which would be off label use for the zilver vena venous device. Requests were sent for this to be clarified. As per the reply for this clarification, the stent was being placed in the right innominate vein and then jumped during deployment into the superior vena cava. The zilver vena device is not approved for deployment outside of the iliofemoral region so this is considered off label use. This would have caused the stent migration, along with the act of pushing a device, such as the dialysis catheter, through the svc during the deployment procedure, which caused the stent to ¿jump¿. Also, it is stated in the same clarification request, that the patient had esrd (end stage renal disease), right innominate stenosis and malfunctioning rue (right upper extremity), avg (arteriovenous graft) and the stent was meant to help with stenosis and graft malfunction. As per clinical input, all of these indications are outside of the intended use of the device. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Also, secondary to the off label use of the device, the user error of selecting the incorrect size stent would have also contributed to the stent migration. As per the information provided in the file, the medical staff did not use ivus to select the appropriate size stent and ¿eyeballed¿ it at approximately 20% oversized. As per the image review, this technique is not advisable in the venous system, as veins are extremely capacious, and the lumen diameter can vary widely depending on many intrinsic and extrinsic factors. This variability, especially if not taken into consideration when sizing the stent, can result in undersizing the stent, which increases the risk of migration. As previously mentioned, the IFU which accompanies the device states that the inappropriate stent size selection could lead to stent migration. The user has not complied with the requirements of the IFU and/label. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. As per clinical input and the image review, the incident was root caused to the off label use and the user error of the undersized stent and the stent migration is not related to the zilver vena stent failure. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the initial reporter, on the 18 dec 2023 the patient underwent an endovascular retrieval of possible zilver vena which was placed in the iliac vein on a previous undetermined date and subsequently migrated to the patient's heart. The original procedure was done on may 16th 2023 by (attending) and (surgical resident). The medical staff placed a 14 x 60 and a 14 x 40 zilver vena stent. They did not use ivus to size and ¿eyeballed¿ it at approximately 20% oversize. The patient came in for a completely different procedure in june 2023 and the 14x40 zilver vena was spotted in her heart. Nothing was done at that time. In dec 2023, the patient presented with chest pains. Vascular and cardiac surgery was used an endo approach to try and remove it, however failed and had to perform open heart surgery. The patient expired of complications of that procedure on the 24 december 2023. Confirmation was later received that it was 2 x 60 zilver vena stents used. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient underwent vascular and cardiac surgery using an endoscopic approach to try and remove the migrated stent which failed so the doctor had to perform open surgery which the patient later passed away due to complications from that procedure. As per clinical input in regards to the zilver vena device contributing to the death of the patient "zilver vena device would have contributed to the patient outcome only if a correct size of stent is being used¿. As the incorrect size stent was used in the complaint file, the patient outcome is not attributed to the zilver vena device. Investigation findings conclude a definitive root cause of off label use was established. The zilver vena stent was deployed in the right innominate vein and then jumped on deployment into the superior vena cava. The zilver vena device is not approved for deployment outside of the iliofemoral region. Secondary to the off label use, the user error of the incorrect stent size selection also contributed to this complaint. The medical staff did not use ivus to select an appropriate stent size and instead ¿eyeballed¿ it. This led to the stent being undersized for the vessel and inevitably led to the stent migrating to the patients heart. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-feb-2024.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to additional information received 17-jan-2024, confirmation 14x60 vena stent placed. Additionally, confirmation received from medical affairs 09-feb-2024: placement of the device in innominate vein is off label. Updates to imdr codes to reflect.

Event description:
As initially reported to customer relations: on (B)(6) 2023 the patient underwent an endovascular retrieval of possible zilver vena which was placed in the iliac vein on a previous undetermined date and subsequently migrated to the patient's heart. Additional information provided on 06jan2024. The original procedure was done on (B)(6) 2023 by (attending) and (surgical resident). They [medical staff] placed a 14 x 60 and a 14 x 40 zilver vena stent. They [medical staff] did not use ivus to size and ¿eyeballed¿ it at approx. 20% oversize. The patient came in for a completely different procedure in (B)(6) 2023 and the 14x40 zilver vena was spotted in her heart. Nothing was done at that time. (B)(6) 2023 patient presents with chest pains. Vascular and cardiac surgery used an endo approach to try and remove it, however failed and had to open her. The patient expired of complications of that procedure (B)(6) 2023. This is all I [regional manager] have for now, other then they do not have the stent. (B)(6) 2024. Patient outcome: patient passed. Tl (B)(6) 2023. Patient/event info - notes: customer relations requested the following on 26dec2023. Tl 26dec2023. -were any additional procedures necessary as a result of this event? Yes. Will get further details. -can any photos, images, or reports of the procedure or device be provided? Working on this. -was the patient hospitalized or was there prolonged hospitalization? Yes. Yes complaining of pain in the chest area.-has the complainant reported any adverse effects on the patient due to this occurrence? District manager confirmed the patient passed away. Tl (B)(6) 2023; yes (patient expired) tl (B)(6) 2024. -has the complainant reported that the product caused or contributed to the adverse effects? District manager confirmed the patient passed away. Tl 27dec2023; yes, zilver vena stent migrated to heart. Another physician had to preform and open procedure to try and retrieve the stent. Patient expired due to complications of that case. Tl (B)(6) 2024. Please specify adverse effects and provide details. The above answers provided per regional manager, whom also confirmed still working to obtain additional information. Tl 05jan2024.

Manufacturer narrative:
PMA/510(k) # p200023: investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.